Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with non-healing edges to the incision of their recent implantable cardioverter defibrillator (ICD) implant. It was determined the patient had developed an infection and the ICD and the right ventricular (rv) lead were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.